Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. After a guide wire was crossed, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a 1.5x4mm non-bsc balloon. There were no patient's complications nor injuries reported and the patient's status was good.